Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that a spaceoar was placed on (B)(6) 2025. The radiation therapy was scheduled. However, when the magnetic resonance imaging (MRI) was performed, it was confirmed that the hydrogel entered into the rectal wall. It was considered to perform an imrt at another facility.